Event description:
Consumer called to report their meter reading incorrectly. Analysis run on clark error grid using mean avg. Reading (59) as ref. Point vs. Bd readings (223, 95) yielded data points in the drange of the grid, outside acceptable limits.